Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that their bite is not aligned when they chew or talk, the aligners cut into their cheeks and tongue and pain in teeth. Provided hh&t tips, requested updated photo and information.